Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device upgrade procedure, it was noted that the right ventricular lead insulation was damaged underneath the suture sleeve area of the lead. The lead was explanted and replaced. The patient was asymptomatic and there were no complications during or post procedure.